Manufacturer narrative:
(B)(4). Additional information: batch # m9121r. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed two scissored clips due to the misaligned condition of the jaws. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies that could affect the functionality of the lockout were found; no conclusion could be reached as to what may have caused this condition. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a laparoscopic gastrectomy, scissoring occurred. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the device was fired on an existing clip.